Event description:
It was reported that an alert was triggered due to oversensing and noise on the right ventricular lead. The patient is now dissatisfied with her device due to lead problems. The detections have been turned off on the device to avoid any inappropriate shocks. They are also no longer needed for the patient's condition. The physician will continue to evaluate whether to change out the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.